Event description:
Pt was implanted with a spinal cord stimulator for failed back surgery syndrome on 11/20/1998. On 11/22/1998, the pt developed anuria and paralysis of both legs, a small hematoma was found in the epidural space, which later was absorbed. The pt recovered with physical therapy. The physician felt the symptoms may have been due to a conversion reaction.